Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact. Section e1: telephone number : (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was defective. The injector had some resistance when they wanted to push and determined that the lens was stuck in the cartridge/injector. Additional information was provided reporting at the time of deployment, there was resistance in the injector, so the doctor decided not to implant it. A photo was provided and shows that the tip of the cartridge damaged. No further information was provided.

Manufacturer narrative:
Additional info: device evaluation: no suspect product was received; however, photos were provided by the customer. Product evaluation was performed on a photograph the customer provided. The photos display the suspect product with damage observed on the cartridge tip. Due to no product received, no further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.